Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the trailblazer not angled support catheter. Survey results received for an interventional cardiologist practicing in france who within the last 12 months used a trailblazer (not angled) catheter in 70 procedures to guide and support a guidewire during access of the vasculature, to allow for wire exchanges, and/or to provide a conduit for the delivery of saline solutions or diagnostic contrast agents. During use of the trailblazer device the following adverse events/complications were reported: access site complications (15 occurrences, 8 of which were related to the device itself), arterial dissection (15 occurrences, 10 of which were related to the device itself), arterial spasm (20 occurrences, 20 of which were related to the device itself), arterial thrombosis (12 occurrences, 7 of which were related to the device itself), and distal embolization - air, blood clots, or plaque (15 occurrences, 10 of which were related to the device itself). For each of the complications reported, the access site complications (arterial thrombosis), and arterial spasm (contact between the artery wall and the guidewire) were reported to be not at all concerning; the distal embolization - air, blood clots, or plaque (often atheromatous debris) was reported to be somewhat concerning; and the arterial dissection (intimal rupture) and arterial thrombosis (due to contact with atheromatous plaque) were reported to be very concerning.